Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil knotless anchor was used to anchor 4 minitape points. The surgeon located the implant and proceeded to impacted up to the laser mark indicator of the distal implant, and when the step 2 was performed the implant started to enter normally but it split and stopped entering, the surgeon continued, and the implant split in multiple parts. The implant was removed from the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The titanium distal anchor has been reattached to the insertion device. The distal plug has been deployed and implanted into the distal anchor. The proximal anchor was not returned. A functional evaluation could not be performed due to the implants have already been deployed for this single use device. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.